Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead had a couple excursions in impedances that was being oversensed by the respiratory rate trend (rrt) feature. The patient did not have any pacing inhibition. The patient was seen in the clinic and lead testing was performed and found that the serial impedances were within range. The health care professional will turn off the rrt feature and the patients next follow-up appointment. This ICD and non-boston scientific ra lead remains in service. No adverse patient effects were reported.